Event description:
Tip of needle was found to be broken off while staff was removing needles from the needle counter at the end of a c-section. An x-ray was done which confirmed that a piece about 1-2 mm was retained in the anterior right pelvis. Because of the small size there was no attempt at removal. It is unclear if this was a product defect or if it was surgeon error. Of note, this same surgeon had another needle tip break off when doing surgery 6 days later. It was a different type of needle being used for the skin.